Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log)but did not reproduce the air in line alarms. The evaluation found the upstream sensor readings to be out of specification (low) due to a failed upstream sensor. With low readings the pump becomes more sensitive to air in line alarms, thus causing the reported symptom. The failed upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no pt involvement.